Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to migration of the filter itself and failure to prevent blood clots. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The vena cava filter does not prevent the formation of blood clots. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to migration of the filter itself and failure to prevent blood clots. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc, and anxiety. The following additional information was received per the patient¿s medical records: the filter was implanted in the peripheral inferior vena cava far below the confluence of the renal vein. The patient presented to the hospital approximately seven years and nine months post implantation and was diagnosed with dvt involving the bilateral lower extremities from the right popliteal vein to the right common iliac vein, and from the left superficial vein to the left common iliac vein. The thrombosis extended into the ivc above the level of the ivc filter, which required tpa infusion. An inferior vena cavagram revealed clots extending up to the mid ivc at the level of l2-l3 above the filter and showed that the tip of the cone was located at the level of l3-l4. The distal end of the filter was located in the left common iliac vein. There were filling defects identified in the confluence of the left common iliac vein to the inferior vena cava to suggest residual clots. In addition, it was noted that the filter extended outside of the ivc wall. The filter was located approximately 6cm below the confluence of the right renal vein. Due to malfunctions in the optease ivc filter, a secondary non-cordis filter was placed in the inferior vena cava at the level of superior endplate of l2, above the optease filter to prevent future pulmonary embolisms. Successful thrombolysis therapy of deep venous thrombosis in bilateral lower extremities and the thrombosis in the inferior vena cava. The patient tolerated the procedure well.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Relevant history race and medical history). (Brand name). (Model, catalog, lot number, and expiration date). (Date received by the manufacturer and PMA/510(k) number). (Manufacturing date). (Evaluation codes). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the medical records, the filter was implanted in the peripheral inferior vena cava far below the confluence of the renal vein. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to migration of the filter itself and failure to prevent blood clots. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc, and anxiety. The patient presented to the hospital approximately seven years and nine months post implantation and was diagnosed with dvt involving the bilateral lower extremities from the right popliteal vein to the right common iliac vein, and from the left superficial vein to the left common iliac vein. The thrombosis extended into the ivc above the level of the ivc filter, which required tpa infusion. An inferior vena cavagram revealed clots extending up to the mid ivc at the level of l2-l3 above the filter and showed that the tip of the cone was located at the level of l3-l4. The distal end of the filter was located in the left common iliac vein. There were filling defects identified in the confluence of the left common iliac vein to the inferior vena cava to suggest residual clots. In addition, it was noted that the filter extended outside of the ivc wall. The filter was located approximately 6cm below the confluence of the right renal vein. A second non-cordis filter was placed in the inferior vena cava at the level of superior endplate of l2, above the optease filter to prevent future pulmonary embolisms. Successful thrombolysis therapy of deep venous thrombosis in bilateral lower extremities and the thrombosis in the inferior vena cava. The patient tolerated the procedure well. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.